Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and it can be seen that the flash chamber is completely filled with blood. This is typically caused by hyper evacuation of the flash chamber which occurs when a tube is placed on the non-patient needle before full vein access is achieved. Without vein access, the tube will create a vacuum pressure in the flash chamber. When the vein is accessed it will pull a large amount of blood into the front hub. This also saturates the porous plug which can potentially limit the draw capacity of the needle. It is important to utilize the flash chamber of the device to signal when the vein is accessed before a tube is inserted. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was insufficient blood flow through the device when used in combination with plastic/glass citrate or ctad tube and visible blood in flash chamber (blood pooling/leakage). The following information was provided by the initial reporter. The customer stated: "the sampling tube is difficult to fill with blood. Patient was re-injected."